Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had an infection at the pocket site which was located in the right flank with some sipping clear fluid. The physician placed the patient on antibiotics. It was determined that the patient was a user of a heating pad for a long time and the external skin was damaged and it would take a long time for it to heal.

Manufacturer narrative:
Additional information was received that the physician believed that infection was neither procedure or device related, but it had something to do with the patient's ability to heal. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site which was located in the right flank with some sipping clear fluid. The physician placed the patient on antibiotics. It was determined that the patient was a user of a heating pad for a long time and the external skin was damaged and it would take a long time for it to heal.

Manufacturer narrative:
Additional information was received that the physician believed that infection was not device related. The patient will undergo an ipg replacement procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site which was located in the right flank with some sipping clear fluid. The physician placed the patient on antibiotics. It was determined that the patient was a user of a heating pad for a long time and the external skin was damaged and it would take a long time for it to heal.